Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer reverted to using manual injections for insulin therapy. Contact did not provider further information regarding the event. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.